Event description:
It was reported via repair work order that the side rail could become unlatched due to missing compression spring. Also the pump pedal was missing, resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.